Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ no other observations observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported rupture on left device diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left device diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture- breast was requested on december 26, 2023. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture- breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture on left device diagnosed via ultrasound. Device has been explanted.